Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that post implant procedure the right atrial lead was determined to have dislodged. The following day a repositioning procedure was done in which helix extension and retraction issues occurred. A new lead was used to complete this procedure. This lead is not expected for return and analysis. Should additional information become available, an updated report will be provided.